Manufacturer narrative:
Complaint relates to an optic of the article 28300ba with severe image impairments and extreme dirt particles in the rod lens system. During inspection of the returned article the following was found: - third-party labelling 376m / not a karl storz serial number. - workpiece marking off-center. - mechanical damage to the distal end / chemical attack and leakage at the distal soldered seam. - dirt particles in the system due to leaks. - connection between shaft and body repaired by third party. The optics show severe chemical damage to the distal soldered seam and a broken rod lens. During the examination, a repair by a non-authorised karl storz repair centre was detected. The repair was carried out improperly and does not meet the karl storz quality standard. The optics were opened, which can be clearly seen. The serial number on the sheath was not applied by karl storz and does not correspond to the ks serial number sequence. Therefore, a product history for the item cannot be retrieved. The improper repair led to further damage (leakage of rod lens system). A production error can be ruled out due to the existing third-party repair damage. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2024-00376.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was cloudy when used for ankle arthroscopy. Surgeon was unable to fulfill procedure plan due to poor vision. Cloudiness not visible to the eye. There was no other scope available for completion of procedure.

Manufacturer narrative:
The affected telescopes have been repaired by a third party, with the ks serial numbers removed - hence traceability is affected. The event is filed under internal karl storz complaint ID: (B)(4).